Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that about 3 weeks to a month ago, all of a sudden the patient reported having pain in right leg both when the neurostimulator was on and off. Patient could only feel stimulation slightly in the other leg and in back. Caller stated the patient was using a heating pad when they noticed the pain. During the call the patient was able to increase stimulation but was not feeling much stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Healthcare professional reported that the device and issue was resolved .no further complications were noted or anticipated